Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was on program 3 at 1.6 volts (v), but couldn't raise the stimulation. The stimulation was, somehow, turned off. The patient was able to turn it back on and was, then, able to increase the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller thought it wasn¿t working and then it seemed to work for a short time. The caller stated the patient had good results for 4 or 5 days then they were back to normal with not extreme wetting but damp and it was much better and then seemed to lose the help. The caller stated they had an appointment to add new programs. The caller stated they started using therapy in the beginning of june and they had tried the 4 programs and the first positive result came with program 2 and they had a full day with no leakage but then were back to square 1 the next day. The caller stated that sometime after they started using the therapy they had stimulation up too high and felt a jolt so they turned it down. The caller stated that a week before the report they started the 3rd program and it was inconsistent they would be dry one time and wet the next time when they went to the bathroom. They gave up on that since it wasn¿t working and now they were on program 4 at 3.15v and was still having leakage. The caller wanted to know if it was unusual to have it not work for weeks and then finally hit the right spot and have it work but then it fades. The device therapy was reviewed. The caller stated they would keep trying program 4 to see if it helped and were going to follow up with their healthcare provider to hopefully get better settings. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend or family member of the patient. It was reported that they were having problems using the patient programmer (pp) to change programs from program 4 to program 1, they were getting a poor communication screen on the pp when they tried to change programs. It was reported that the implant was not working for the patient and that they had tried to change programs on the pp. It was noted that the patient had been on program 4 for the past couple days but the results had been negative. The caller stated that they had tried changing programs on their own 30 times in the past 3 months and that this was the fifth or sixth time the patient had been on program 1. The caller stated that they were seeing the splash screen on the pp which was resolved by changing the batteries. The caller mentioned that the icons on the pp were hard to see and that the buttons were difficult to use. The pp antenna was adjusted and the caller noted that they were seeing the main therapy screen. The pp was synced with the implant and stimulation was off. The caller confirmed that the patient was currently on program 4 at 3.0 v and wanted to switch over to program 1. The caller reported that they were seeing a turn therapy on screen when they tried to increase the stimulation strength and turned the therapy on. It was then confirmed that the caller was able to sync to program 1 and adjust the stimulation to 1.55 v. It was advised to have the patient follow up with their healthcare professional (hcp) and it was noted that the patient had not seen their hcp since implant and that they brought their notes on the programs to the technician for the doctor. No further complications were reported or were expected.